Manufacturer narrative:
The specimens were collected into light green capped tubes. Qc resulted within specifications during the time of the event. System checks performed on (B)(4) 2011 and (B)(4) 2011 met specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) which was due in (B)(4) 2011. The fse verified operation and all evaluation testing met specifications. A root cause for this event was not determined.

Event description:
A customer obtained erroneously high troponin (accutni) results above the ami cut-off on two patients. Results within lower clinical categories were obtained upon repeat analysis. The customer also obtained an erroneously high accutni result within the risk stratification range on a third patient which resulted within the normal reference range upon repeat testing. Results within the same clinical category of the risk stratification range indicating imprecision were obtained on a fourth patient. Results were not reported out of the lab. The customer did not report effect to the patient or user attributed or connected to this event.